Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the ventralex mesh (device 1). An additional supplemental emdr and emdr were submitted to represent the sepramesh ip (device 2) and ventralight st w/ echo mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent repair with implant of ventralex mesh (device 1). (Note: no operative note is available in the mrr for this procedure.) On (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia, pain, adhesion thereby underwent laparoscopic repair with explant of ventralex mesh (device 1) and implant of sepramesh ip (device 2). Per operative notes, "an incision was made into the umbilical region. The hernia sac was dissected out. There were some adhesions that were to the previously placed mesh. All adhesions were taken down sharply. The previously placed (device 1) mesh was buckled at one point. Old (device 1) was removed from the abdominal wall. A sepramesh ip (device 2) was placed into the abdomen and secured it with sutures." On (B)(6) 2016 - patient was diagnosed with recurrent umbilical hernia, pain, adhesion thereby underwent laparoscopic repair with explant sepramesh ip (device 2) and implant of ventralight st w/ echo mesh (device 3). Per operative notes, "a midline incision was made overlying the hernia through the subcutaneous tissue. The hernia sac was dissected out. There were dense adhesions throughout the abdomen. There were dense adhesions to the anterior abdominal wall. All adhesions were taken down sharply. Previously placed (device 2) had torn out and free from the right side. Old mesh (device 2) was removed. A ventralight st w/ echo mesh (device 3) was placed into the abdomen and secured it with sutures." On (B)(6) 2018 - patient was diagnosed with hernia thereby underwent repair with removal of ventralight st w/ echo mesh (device 3) and implant of sepramesh ip (device 5). (Note: no operative note is available in the mrr for this procedure.)